Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 50cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a bio-hazard bag. A supplied 50cc inflation driveline tubing was returned with the sample; small specks of dried blood were noted within the tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway of the iabc. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A de-vice history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab would not inflate completely is confirmed. During the investigation, an external helium leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. An external leak can cause incomplete inflation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "persistent high pressure alarms iab failed to fully unwrap". Additional information states that a second iab was inserted to continue therapy/ the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent high-pressure alarms iab failed to fully unwrap". Additional information states that a second iab was inserted to continue therapy/ the second iab catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine."